Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the surgeon revising for patient complaining of pain. Upon examining the knee, the surgeon determined the tibia was loose. He removed the insert, 4 screws, tibia & femur, then replaced the knee using the expert knee system.